Event description:
It was reported that at the beginning of a procedure, the laser system displayed errors indicative of a system malfunction. The laser system was rebooted; however, the errors did not clear. The laser system was no longer able to be utilized. The case was completed with another laser system. No injury to the pt was reported.

Manufacturer narrative:
Manufactures designated service technician was dispatched to the facility to evaluate the laser system. The service technician determined that the root cause of the error was due to a damaged inlet port on the external system reservoir which has been repaired. The service was completed and the laser was released to the customer for use.